Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a dislodged magnet resulting in a loss of benefit. Revision surgery to replace the magnet is planned but has not occurred as of the date of this report, (B)(6) 2011. The implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient had revision surgery to correct magnet placement on (B)(6) 2011. The implanted device remains. This report is filed (B)(4) 2012. Implanted device remains.